Event description:
I have had 7 dexcom g7 sensors fail since the start of the year. Many on startup other's part way through their 10 day use cycle. At one point 3 from the same lot failed in a 40 minute period while trying by start them up. I also had multiple failures in 2024. Each failure requires a lengthy process of calling them, waiting on extensive holds, etc to get the device replaced. The late failure occurred on (B)(6) 2025. I filed a replacement request on 06/06 via their website. To date there has been no response from dexcom. I went to their chat supporting 2 days ago and was told that they could not help with their website complaints but would open another complaint and replace the sensor. I was told to expect 2 emails about the replacement. I have received zero communication. I have attempted to call them twice since then but facing 15 minutes + waits have had to hang up to get back to my job. Clearly there are massive manufacturing issues with dexcom that need to be addressed. Now that they are refusing to replace defective equipment I am facing a 10 day window where neither me nor my physician can track my glucose. My insurance will not replace defective devices so I'm stuck with no device. Given there 50% failure rate and their now refusal to replace failed sensors who knows how many more of my remaining sensors will fail and how long my gap will be without continuous monitoring. Their conduct is as shameful as the lack of any discernible quality control in their manufacturing processes. I used to use the libre sensor and never had an issue but my insurer is now forcing me to use dexcom. I feel like dexcom is knowingly putting my health at risk and seemingly could care less about me. Note that I also have a few of the other failed sensors. Ref reports#: mw5171850, mw5171851, mw5171852, mw5171853, mw5171855, mw5171856.